Event description:
It was reported that the customer went to the emergency room and was admitted into the intensive care unit for a past blood glucose (bg) level of 869 mg/dl; cause was unknown, with ketones a healthcare provider identified as life threatening. Due to the elevated bg level the customer experienced seizures. Customer was treated for bg level; however, "is unsure of the treatment" received. Customer was released from the hospital, date was unknown with issue resolved. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.